Manufacturer narrative:
Device 1 of 2. Eval ¿ method ¿ the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Lead fails continuity testing. Lead segment has some damage and the paddle has one wire broken. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-01335. The pt received his scs system consisting of an ipg and a paddle lead on (B)(6) 2008. It was reported that the pt experienced a loss of stimulation a few months later following a time when the pt recalled bending over. An x-ray showed that both terminal ends of the lead had pulled out of the ipg header. The system was explanted on (B)(6) 2009. Follow up on the pt found that no further issues have been reported. The ipg and lead were returned to ans for eval and the pt is due to receive another system. No further info is available.